Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years, 8 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2018 that a pump stoppage occurred. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the stoppages. The x-rays showed a bend in the end of the driveline second loop. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Post replacement, pump stoppages occurred again. On (B)(6) 2018, the pump was exchanged. No further information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed based on the evaluation of the returned portion of driveline. Approximately 15.5 inches of the external portion/distal end of the driveline was returned. Tape had been previously applied to a majority of the returned driveline. Removal of the tape revealed numerous holes in the silicon sleeve. The silicon sleeve was removed, and examination the shielding and bionate revealed areas with shield breakdown. An electrical continuity test on the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the orange wire, adjacent to the metal/controller connector. Further examination of the remaining wires in this area, revealed marks consistent with abrasion. The conductors of the orange wire were exposed. The breach in the orange wire appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the insulation of the orange wire would have also interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module patient cable. The pump was returned with the percutaneous lead (driveline) cut approximately 12.5 inches from the pump housing and the severed portion of driveline was not returned. Electrical continuity testing of the pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed no evidence of any insulation breaches or damage. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.